Manufacturer narrative:
Additional, corrected, and/or changed data: b2, b5, h6.

Event description:
Patient relative later reported the patient is experiencing "pain and pressure in the head and eyes" as well as the "nose and ears". Relative also reported "vision is affected and [patient] cannot drive. [Patient] is now on disability. [Patient] has been on prednisone and antibiotics as well. Even tried to order a topical this is supposed to dissolve from australia. Temple lasted 6 months and now forehead and eyes. Some tests have been done but they cannot see the product so they say it isn't from the product and dismisses [the patient]".

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient relative reported a patient was injected with juvéderm® voluma¿ xc in the temple and cheek. Patient later experienced "head pain and pressure" which is also affecting their eyes. Patient is suicidal. Symptoms are ongoing.